Event description:
It was reported that the laser console is stuck at the goodbye screen, and the customer can perceive a burning smell. It was noted that not patient was involved at the time of the finding.

Event description:
It was reported that the laser console is stuck at the goodbye screen, and the customer can perceive a burning smell. It was noted that no patient was involved at the time of the finding.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse drained and refilled the console with clean deionized (di) water, and cleaned the fiber port. The laser power supply (lps) was replaced. A calibration was performed. The laser passed full functional and electrical safety testing. The lps was returned to quality assurance laboratory, where it was thoroughly analyzed. The lps is enclosed in a metal enclosure with no opening, thus a visual inspection of the inside components was not able to be performed. Visual inspection of the outside of the lps identified it to be in overall good physical condition. During functional testing, the lps failed to power up. Based on the information available, the reported events are confirmed. The replacement of the lps at the facility of the customer resolved the issue. It is likely that the reported difficulties were due to an electrical short in the lps. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.